Event description:
The customer observed a false positive alinity I total b-hcg for one patient that was not reported out of the laboratory. The following results were provided: sid (B)(6), initial result= 582.21 miu/ml; repeat result <2.30 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07p51-74 that has a similar product distributed in the us, list number 7p51-21 / 31, with 510k number k170317. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 66106ud01, however, no increase in complaint activity was identified for list number 07p51. A device history record review did not identify any non-conformances, potential non-conformances or deviations associated with the complaint lot or complaint issue. In house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent lot 66106ud01 was identified.

Event description:
The customer observed a false positive alinity I total b-hcg for one patient that was not reported out of the laboratory. The following results were provided: sid (B)(6), initial result= 582.21 miu/ml; repeat result <2.30 miu/ml . There was no impact to patient management reported.